Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the clip delivery system was discarded and the clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one leaflet and remained attached to the other leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with an mr grade of 4. Two clips ((B)(4)) were implanted, reducing the mr to 2. On (B)(6) 2016, the patient had a car accident and suffered significant chest trauma with six broken ribs, hemothorax and pneumothorax. A transesophageal echocardiography was performed, which found that one mitraclip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It is unknown which clip had the slda, (B)(4). Mr grade returned to 4. Due to deteriorating heart failure status and mr severity, an additional mitraclip procedure was performed on (B)(6) 2016. One clip was implanted reducing mr from 4 to 2-3 also reducing left atrial pressure (20mmhg at the end of the procedure) with hemodynamic improvement. The patient is in stable condition. No other information was provided.

Manufacturer narrative:
(B)(4). Although the clip that experienced single leaflet device attachment could not be identified, the full unique device identifier, expiration and manufacture dates of each of the 2 implanted clips are: (B)(4), expiration date: 05/31/2017, date of manufacture: 05/2016; (B)(4), expiration date: 05/31/2017, date of manufacture: 05/2016. The device was not returned for analysis. A review of the lot history record was performed for both clip delivery system (cds)devices used during the procedure, as the specific device associated with the single leaflet device attachment (slda) could not be determined. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated, and the slda in this incident appears to be related to the patients reported car accident. The reported mitral regurgitation (mr) and heart failure were likely secondary effects of the slda. The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances as the patient underwent a second mitraclip procedure to treat the mr and heart failure. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.